Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified anterior tibial artery. A 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 15 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a 1.5x2 coyote es otw balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote fc balloon catheter with no other devices. There was contrast in the inflation lumen. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon material at the proximal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified anterior tibial artery. A 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 15 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a 1.5x2 coyote es otw balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).